Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) in regards to a patient who was being treated with lioresal intrathecal (concentration: 2000 mcg/ml; dose: 12.0 mcg/day; lot #: unknown) for intractable spasticity and cerebral palsy. During a pump replacement on (B)(6) 2015, it had been discovered that the catheter was not in the intrathecal space and was delivering the drug subcutaneously. At that point, the hcp revised the catheter. It was noted that the hcp was unsure if the catheter was ever in the intrathecal space. No symptoms were reported. Additional information was requested regarding the cause of the displaced catheter and clarifying whether or not the patient exhibited symptoms prior to the revision. If additional information is received, the event will be updated.